Manufacturer narrative:
The insulin pump alarmed during prime test and alarmed motor error during basic occlusion test due to faulty force sensor. The insulin pump passed idle current test, run current test, self-test, off no power test, error test and displacement test. We were unable to perform occlusion test and no delivery test due to prime alarm. The insulin pump had minor scratched display window and cracked reservoir tube lip.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer called in to report that the insulin pump alarmed a compromised force sensor system alarm and that insulin was squirting out during manual prime. The blood glucose level was unknown. The customer was advised to discontinue using the insulin pump and to revert to a back-up plan. The customer was advised that the device would be replaced, and was informed to return the product back for analysis.